Event description:
It was reported that there was a problem with the atrial lead and the patient was hospitalized for a lead check. During the lead check, it was noted the right ventricular (rv) lead exhibited diminished sensing. When the physician attempted to engage the setscrew of the device during the lead revision procedure, there was difficulty engaging the setscrew. After the lead was released, the physician attempted to re-engage the setscrew and "felt the wrench go all the way in the header in a fashion that wasn't normal" and noted there was suspected damage to the rv port of the device header. The device was explanted and replaced, and the leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. R-wave amplitude decreased suddenly after first measurement as low as 1.0-2.0mv. The last measured amplitude was 0.3mv. (B)(4).